Manufacturer narrative:
(B)(4). The customer's issue was identified as a leak. Visual inspection of the set received noted that the silicone segment had a 0.0330 inch long tear near the lower fitment. Visual inspection under microscope note no crush marks on the upper or lower fitment. No other anomalies were noted on the set during visual inspection. Functional testing was performed and a leak was noted from the silicone tubing near the lower fitment. The cause of the leak was due to a small tear in the silicone segment. The root cause of the tear was not identified. Conclusion: no available code for undetermined or unk cause.

Event description:
Received an unexpected set along wiht a set expected for another complaint. Contacted the customer 3 times to get details but no response received. There was no pt harm reported and no medical intervention was reported.